Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board and the o2 selector valve were ordered for replacement to resolve the issue.

Event description:
The hospital reported an system shutdown and required restart during a case. The case was resumed after reboot. There was no report of patient injury.